Manufacturer narrative:
Integra has completed their internal investigation on 01/28/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: it was observed during the investigation that the transducer found to be twisted in the handpiece housing. The housing, nosecone and o-rings will be replaced, functional test will be performed prior been returned to customer no non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The reviewed service history documentation for cusa excel handpiece serial number (B)(4) has identified possible issues related to the complaint incident. The complaint history review from 27-nov-2014 to 25-jan-2016 revealed a total 10 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 3rd identified complaint for the cusa excel c2602 handpiece for the reported failure root cause identified as ¿over-torqued by the user¿ resulting in handpiece issue. Conclusion: the failure analysis investigation has concluded the cause of the handpiece having low power was due to the twisted transducer found in the handpiece housing. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. CAPA has been initiated to address this issue.

Event description:
At the beginning of the surgery, aspiration was set at 50, irrigation at 4, and ultrasound at 50%. It was the first time they used the handpiece for this surgery after it was set to 50%. The ultrasound decreased to 10% when activating and there was no effect. When increasing the percentage of ultrasound from 50 to 60 and then 70, the device was not working anymore. It was reported that the test of the cusa with the handpiece was longer than usual but it worked. As a precaution, the test was done a second time before the surgery and was also longer but worked again. Following the issue experienced, the handpiece was changed. They used the same console and the tip and the second handpiece worked and was used as expected. The patient was anesthetized when it happened. There was a 30 minute delay in surgery. The reason for the 30 minute delay was due to the defective handpiece and the time needed to change to use a new one. Consequence for patient was reported as longer anesthesia time and more bleeding. It was reported that it was unknown if the patient was injured. Patient age and gender were not provided. Additional information has been requested.